Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannular dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 19.0 mmol/l (342 mg/dl) less than 24 hours after the pod was activated and she noticed the cannula was out of the skin.